Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels dropped to 3.8 mmol/l (68.4 mmol/l) while wearing the pod between 37 and 48 hours. The patient called an ambulance and paramedics arrived and treated them by giving carbohydrates and suspended insulin delivery. The paramedics stayed with the patient at their home for 3 hours. The patient did not remove the pod. The patient was still wearing the pod at the time of the reported intervention.